Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had backlight anomaly. Customer¿s blood glucose level was 105 mg/dl. The customer stated that insulin pump light does not work. Troubleshoot was performed and customer states backlight did not work. The pump will be received for analysis.

Manufacturer narrative:
During back light check, there was a portion of the el panel that was not lit due to damaged el panel.